Event description:
Physician was removing a cataract when the anterior membrane rupture. Infiniti vision system machine was changed into anterior vitrectomy mode and staff received message off machine error code "fluidics not working" infiniti machine taken out of service and tagged. No harm to patient, replaced with new machine for duration of surgery case.